Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2026. The leakage occurred in the tubing. The leakage happened when the infusion set became detached at the tubing connector p-cap. The insertion site was the left arm. The infusion set had been in use for one day. No further information available.